Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-6480 pump did not recognize pressure during a surgical procedure. The pump was rebooted and the tubing was swapped out but the pump continued to fill until it affected the patient's thigh and made it impossible to flex the knee.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Per supplier evaluation, the complaint was not confirmed. The unit passed all testing during the evaluation.